Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review and complaint history review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that, the "spider tenet" could not hold the position because there was an issue of how it was attached to the frame, the knots came out and the pad came loose. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.